Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of transient ischemic attack (tia) is a known adverse event as listed in the products no fault risk assessment report and instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Emboshield nav6 eps (part 22438-19, lot unk) is being reported under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left internal carotid artery with 80% stenosis. The nav 6 filter was placed and pre-dilatation was performed with a 4 x 30 viatrac plus. The acculink stent was deployed without issue. Post-dilatation was performed with a 5 x 40 viatrac balloon. An attempt was made to put up the retrieval catheter, but there was difficulty advancing it through the stent; therefore, additional post-dilatation was done with a 6.x 20 viatrac at 8 atmospheres for 10 seconds. The retrieval catheter was then able to advance and the filter was removed without issue. Reportedly, the patient moved his neck prior to advancing the retrieval catheter, but the filter did not move through-out the procedure. Six-seven hours post-procedure, the patient experienced a transient ischemic attack (tia), with expressive aphasia; however, the patient could speak. The cat scan and ultrasound were normal. The stent was patent. The patient was given heparin and the symptoms resolved within 24 hours. The patient is doing well. Though requested, no additional information was provided.